Manufacturer narrative:
This report is submitted on may 6, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrodes through the incision and through the back of the auricle resulting in an infection at the site. The infection was treated with IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 21, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device but it has not taken place as of the date of this report. This report is submitted on june 16, 2022.